Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 17a049 and 17k032. Three single use devices were received for evaluation. Visual inspection revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the three returned devices. The devices were found to be conforming product. A batch review was conducted for lots 17a049 and 17k032 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four half day infusors were leaking prior to patient use. Three of the devices leaked from the blue winged luer cap, and one device leaked from an unspecified location. There was no patient involvement. No additional information is available.